Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, there is improper separation, gel is still at the bottom of 4 tubes resulting in specimen recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-nov-2025. Investigation summary. Bd received 10 samples for investigation. The samples were visually inspected and the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, 30 retained samples underwent visual inspection, with no failures observed. Complaints for sample quality were not under statistical control for the month of september 2025; additional testing was performed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer's returned, and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, there is improper separation, gel is still at the bottom of 4 tubes resulting in specimen recollection. No adverse impact was reported regarding the patient or user.